Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Additional information was obtained. A revision procedure was performed. When the pocket was opened, visual inspection revealed one of the device setscrews had not been tightened and this lead had dislodged. The lead was successfully repositioned and acceptable measurements were obtained post revision. The lead remains implanted and in service.

Manufacturer narrative:
- -

Event description:
Boston scientific received information that the patient with this right ventricular lead experienced three inappropriate shocks within two days of implant. Interrogation revealed high out of range impedance measurements. In addition increased threshold and low sensing measurements were revealed. A lead revision is intended. No adverse patient effects were reported.